Event description:
On december 11,1997 it was reported to oec medical systems, that the vertical column and "c" on oec model 7600 compact c-arm located at meditrans x-ray services, malfunctioned. During setup of the system, the vertical column fell approximately 6-8 inches. Oec field service engineer was able to diagnose the malfunction. Fse removed and replaced parts, tested/inspected and returned system to current specifications. No adverse event, death, or serious injury reported.